Event description:
It was reported that during a pci procedure, the tip of the pt2 guide wire fractured. The 90% stenotic lesion was located in the mid left anterior descending (lad) artery. The pt2 guide wire was inserted into the first diagonal branch of the lad and another manufacturer's stent was deployed at the lesion. The physician decided to exchange the wire however, while attempting to remove the wire "fierce resistance" was encountered. While attempting to maneuver the wire, it fractured. Another pt2 guide wire was inserted into the diagonal and the stent was post-dilated with another manufacturer's balloon. The guide wire fragment was removed with a goose neck snare. There were no additional complications. Patient status listed as "good."